Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received power loss and stuck button alarm. The customer¿s blood glucose level was unknown. The customer also received sensor signal not found and cannot found sensor signal alert. The customer declined troubleshooting for insulin pump and sensor. The insulin pump will not be returned for analysis.